Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both cases were in an excellent conditions. Invalid syringe size was found during syringe test. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be barrel tapered spring not sited properly from the barrel clamp rod. Actions were taken to mitigate the reported issue: replaced barrel clamp spring-large(tapered spring). Performed all functions test and passed.

Event description:
It was reported that the pump was not recognizing syringe size. No patient injury was reported.